Event description:
Using a freestyle libre 2 continuous glucose monitor. This device alarms when my blood sugar goes to low. However I have some lost of hearing at some frequencies and the device does not wake me up which could be life threatening. I wear hearing aides during the day and I can hear the alarm, but at night I take my hearing aides off to sleep. When my wife is sleeping with me, she will wake me up. But she works at night sometimes so I am alone. I get scared when I go to bed alone. This cgm interfaced with my apple iphone 13. For wake up alarms my phone has many different alarms to chose from and I have no problems waking up from my wake up alarms. I do not understand why the maker of this device has an alarm that is as good as my wake up alarm. I have called abbott twice and no help. My hearing issue is not that bad, I can carry a conversation without hearing aides. I wear them to make it easier to understand. I bet many people have this same issue.